Event description:
The patient reported that an elevated blood glucose reading of 700 mg/dl with her symptoms being feeling sick to her stomach. She stated she is new to this insulin infusion device and forgot how to program a bolus and so was pressing the wrong buttons. She said she checked the bolus history on the device and saw she had not given herself a bolus. The proper procedure for programming a bolus was reviewed with the patient. The patient gave herself a 21 unit of bolus of insulin through her infusion device which went through without error. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.